Manufacturer narrative:
The device was returned for evaluation on 4/10/2023. There was small white particulate observed in the drip chamber of the returned unit. The drip chamber did have an outlet filter at the distal end of the drip chamber assembly that prevented the white particulate from moving out of the drip chamber cylinder. The device was returned with the drip chamber component inserted into a dry spike adapter. The white particulate size was evaluated and measured to be 1.0mm^2. The drip chamber spike was removed from the dry spike adapter and the dry spike adapter and drip chamber spike was visually examined. The dry spike adapter diaphragm had some evidence of diaphragm tearing that is typical of downstream particulate originating at that location. The drip chamber spike was evaluated and there was no damage or anomalies at the tip of the spike that was abnormal. The probable cause of the particle generation is typical of twisting the drip chamber spike back and forth while inserting into the dry spike adapter thus tearing the diaphragm during use. The drip chamber spike was not damaged and did not have any anomalies that were observed. The directions for use state: if utilizing dry spike adapter: spike set straight into dry spike until membrane is punctured and rotate spike a full turn in one direction; do not twist back and forth. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 - device received date 4/10/23b5 - labeled for single use.

Event description:
The event occurred in the infusion center on an unspecified date and involved a 17" (43 cm) appx 5.4 ml, bifuse add-on set w/chemolock¿, 3 clamps (blue, 2 white), dry spike adapter. The customer reported that when the nurse was preparing the device with 0.9% sodium chloride, connected a fresenius kabi dedicated line to the universal spike adaptor, white particulate was observed floating in the drip chamber. The event occurred during priming and was used for line preparation. There was no patient involvement, no adverse event and with delay in therapy. The customer stated that they observed other units and have not noted any anomalies. This report is incident 2 of 3.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has yet to be received.